Manufacturer narrative:
H3: 8709sc catheter: the returned catheter consisted of the pin connector and distal segment. The catheter was returned and no anomalies were noted on microscopic inspection. The catheter was patent and passed pressure leak testing. 8578 catheter: the returned catheter consisted of the sutureless connector (sc), proximal segment and pin connector. Analysis identified damage to the sutureless connector (sc) which is consistent with explant damage. Neu_unknown_cath: the catheter was returned in four segments. All segments consisted of the distal segment. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. 8598a catheter: the catheter was returned in two segments. Segment one included the pin connector and distal segment. Segment two included the distal segment and a detached anchor. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n225343011 implanted: (B)(6) 2010 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a patient receiving intrathecal prialt/ziconotide 12.0 mcg/ml at 1.798 mcg via an implantable pump for unknown indication for use. It was reported that the patient had loss of efficacy of treatment. No known external patient factors were reported. The issue was resolved by explanting the 8709sc catheter and replaced with new 8709sc. The patient's status was "alive-no injury" with patient weight and medical history asked but made unknown.

Manufacturer narrative:
Product ID 8578 lot# serial# (B)(6) implanted: explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: hg10eks13, ubd: 2018-04-26, UDI#: (B)(4) product ID neu_unknown_cath lot# serial# unknown implanted: explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd:unknown, UDI#: unknown product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: hg0k7dp03, ubd: 2017-05-27, UDI#: (B)(4) h3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.